Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The main keypad assembly was replaced and after the device passed functional and performance testing, it was returned to the customer.

Event description:
Physio-control received a report of "intermittent power button." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported associated with this event.

Event description:
Physio-control received a report of "intermittent power button." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported associated with this event.

Manufacturer narrative:
The cause was determined to be that the main keypad was worn. The keypad was scrapped in the field.